Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the mesher tray was bent and it would not hold roller properly. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was june 11, 2013 where it was reported that handle is stuck and the roller, bushings, side plates, comb, ratchet and roller gear were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher by zimmer biomet surgical on september 9, 2017 revealed that the comb was bent and the roller was damaged. The pretest could not be performed due to damaged comb. Repair of the skin graft mesher was performed by zimmer biomet surgical on september 9, 2017 which included replacement of the comb and roller. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per zpo 13.118 rev. 32. The reported event ¿that the mesher tray was bent and it would not hold roller properly¿ was confirmed since during initial inspection it was revealed that the comb was bent and the roller was damaged. The root cause of the reported was due to the comb was bent and the roller was damaged. It is unknown why the comb was bent and roller was damaged. The reported event was confirmed during inspection of the device and the device was noted to be functioning as intended. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the mesher tray was bent and it would not hold roller properly. The issue was noticed during pre-operative testing with no harm. The event was identified immediately upon opening the device and before first use. No adverse events were reported as a result of this malfunction.